Manufacturer narrative:
UDI number: na. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. (B)(4).

Event description:
It was reported that the tip of a driver broke off while installing a screw during surgery. The screw's tulip was cut off so the screw's shaft could be removed and replaced with an alternative screw. An alternative screw driver was also used to complete the procedure. There was a delay greater than 30 minutes in length, but there were no reported patient impacts associated with the delay. This is report one of two for this event.

Manufacturer narrative:
The returned device was examined. The tip was found to have sheared off. It is likely that the patient's hard bone caused the device failure. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that the tip of a driver broke off while installing a screw during surgery. The screw's tulip was cut off so the screw's shaft could be removed and replaced with an alternative screw. An alternative screw driver was also used to complete the procedure. There was a delay greater than 30 minutes in length, but there were no reported patient impacts associated with the delay. This is report one of two for this event.